Event description:
A caller reported that the t:slim x2 pump battery would not charge, and a power source alert was recorded in the pump's history. The issue had resolved itself by the time of the call, and the customer changed the charging supplies to tandem wall adapter and tandem charging cable to address the problem. There was no adverse impact on the customer's blood glucose level, and the pump began charging without further assistance needed.